Event description:
It was reported that the cot had dropped. There was no pt involvement, but it was reported an emt sustained injuries which did not require any medical intervention, only some time off work.

Manufacturer narrative:
Cross brace.